Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse discovered faulty and blocked waste system valves. The fse serviced the valves and the vacuum pump, which resolved the issue. A precision check was performed between this instrument and the customer's alternate advia 2400 instrument and results were acceptable. The cause of the discordant results was related to a malfunction of the waste system valves. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low creatinine results were obtained on multiple patient samples on an advia 2400 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia 2400 instrument and resulted higher. The corrected results were reported to the physician(s). The customer stated that other colorimetric assay results were affected, but did not provide any other information. It is unknown if there was any patient intervention due to the discordant results.